Manufacturer narrative:
Event reported by request of FDA.

Event description:
The surgeon communicated that a pt had returned for a f/u exam and the dr noted that the implant (valeo al) had migrated partially out of the disc space. At that time, a revision surgery was not planned, f/u would occur.